Event description:
Event description guidant received information that during a follow-up visit three weeks following implant, this right ventricular (rv) lead was unable to capture the myocardium. At that time, the patient had a chest x-ray and an echocardiogram which showed fluid in the pericardium, and perforation of the rv was suspected. Pericardial centesis was performed and a draintube was placed. At the revision procedure six days later, the lead helix would not extend after retraction, and it was unable to be repositioned. This rv lead was explanted, replaced, and will be returned to guidant. There were no unusual events that might have contributed to this patient's condition and to date, there have been no reported patient symptoms associated with this clinical observation.